Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported balloon rupture. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.